Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 12f sheath hole prior to a stent graft interventional procedure. Reportedly, a cuff miss occurred with the first prostyle. A second prostyle was attempted but the same occurred. The prostyle use was abandoned and hemostasis was achieved via cut-down surgery. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.